Manufacturer narrative:
Reported event: an event regarding a crack/fracture involving a bone screw was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant . Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
Revision of competitor devices, right hip. It was reported that while implanting a screw through the shell, the screw broke approximately halfway through insertion. The piece not in the patient was removed, the remaining piece was not sitting proud and was left in the patient. Surgery was completed with no delay.